Event description:
It was reported that the patient had recent generator replacement due to an increase in seizures. The patient was having one partial seizure a week and a 2nd generalized tonic clonic seizure per month. The patient typically has an increase in seizures every month before her period. There was concern that the generator may be depleting due to the increase in seizures so the patient was referred for surgery. The patient has had a decrease in seizures since replacement. The generator was returned to the manufacturer for evaluation. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No eri flags were identified during the analysis.